Event description:
Customer called to report that the insulin pump excessively alarmed no delivery during the bolus procedure. Customer's blood glucose reading was between 170-180 mg/dl. No significant events leading to the alarm were observed. Customer reported that they are unable to troubleshoot at the time of the call. Customer does not want to return the infusion set or reservoir for analysis. Advised the customer to monitor problem and call back if issues persist. Product is being returned and replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.